Event description:
Battery issue, unknown if in patient use at time of event. No reports of patient o user harm/injury. This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the battery charge light was not blinking. The field service engineer (fse) resolved the issue by replacing the power management pcba in accordance with active field change order (fco). The fco implementation resolved the issue. The fse reported the device was out of use at the time the issue was found and no reports of user harm/injury. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00106. All information from the original report(s) has been transferred to this report.